Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead. Product ID 355531, product type: screening device. Product ID 37022, product type: external neurostimulator. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead. Product ID neu_ins_stimulator, implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
The manufacturer's representative reported there were leads with high impedances during the procedure. The high impedances occurred while testing the system following a generator change due to normal battery depletion. It was noted the patient had presented to the hospital with a discharged battery due to end of life. Because the battery was end of life, impedances were not able to be verified prior to the procedure. Several attempts were made by the neurosurgeon to reconnect the existing leads into the new stimulator with each attempt resulting in impedance measurements of greater than 10000 ohms. A multi lead trialing cable (mltc) was opened and the leads were tested with an external neurostimulator and the impedances were all greater than 10000 ohms. The neurosurgeon then reinserted the leads into the mltc to be certain of the connection, and all impedance measurements were greater than 10000 ohms. Because the neurosurgeon was not involved with lead placement and the physician who replaces the leads was unavailable, the decision was made to connect the existing leads to the newly implanted stimulator and schedule a lead revision for a later time. The issue was not resolved at the time of the report. It was noted the patient had two stimulator systems at one point and the cervical leads still remained but were not in use. Surgical intervention of replacing the lead was planned. Because the patent was hard to interview, it was unclear if the system was working properly prior to the device reaching end of service (eos). Relevant medical history included other chronic or intractable pain. The neurosurgeon also stated the patient had medical history of a previous closed head injury, and therefore was not a reliable historian regarding her devices.